Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the patient came into the emergency room due to symptoms of complete heart block. Upon interrogation it was noted that there was intermittent oversensing of noise on the right ventricular (rv) channel leading to between two to seven second of pacing inhibition with asystole for this pacemaker dependent patient. Isometrics did recreate the noise on the rv channel, however they were unable to identify a root cause as impedance and threshold measurements were stable. Oversensing of noise was also seen on the right atrial (ra) channel which was able to be reproduced. An x-ray was taken which yielded inconclusive results. The patient underwent a revision procedure where the physician decided to place a new pacemaker system on the right side. Both the ra and rv leads were surgically abandoned and the pacemaker was explanted as the they were unable to determine the reason for the oversensing of noise. No additional adverse patient effects were reported.